Event description:
It was reported that during pre-dilatation of the moderately tortuous, concentric, moderately calcified, 90% stenosed, distal, right coronary artery (rca) with a lesion length of 15 mm and vessel diameter of 3 mm, the 3.0 x 15 mm trek balloon ruptured during the first inflation attempt at 6 atmosphere (atm). There was no reported adverse patient effect. After additional dilatation with a non-abbott bdc, a xience alpine was deployed in the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.